Manufacturer narrative:
H.6. Investigation summary: a lot number could not be submitted for this complaint, preventing our investigation team from conducting a device history review. Also, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see section h.10

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: it's noticed that blood leakage at the end of catheter after completed penetration.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: it's noticed that blood leakage at the end of catheter after completed penetration.